Event description:
Suction is low/no suction. Customer does not feel like her breasts are empty when pumping. Customer pumped for 45 minutes and her breasts still were not empty. Customer has owned pump for 9 months and recently developed mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. A medela clinician spoke to the customer on (B)(4) 2012. The customer reported that they had completed their full dose of prescribed antibiotics and that she has recovered from the mastitis. The customer also confirmed that the replacement pump is functioning well. The breast pump was returned by the customer for testing/analysis. Evaluation summary which indicates that the pump was not operating within specifications. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis" [breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed. Evaluation summary: the pump was visually examined and the following were noted: pump type: freestyle breast pump; hours used: 911; serial number: (B)(4); unit was returned without tubing set, breastshields, breastshield connectors, and transformer. See scanned table. Vacuum test results performed with the ram laboratory kit under stimulation and expression modes with minimum and maximum single and double pumping, failed to meet the acceptance criteria. A cracked membrane plate was the physical cause of the low suction.